Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). According to customer info, the sample is not available for investigation at this time. The sales organization has been asked to arrange the shipment of the device and/or logs to (B)(4) for eval. A f/u report will be submitted when the results become available.

Event description:
(B)(4).